Manufacturer narrative:
Product event summary : the device was returned and analyzed. The returned device indicated shorting/low impedance in an integrated circuit. Hybrid analysis confirmed a depleted battery, and found that after re-enabling tel-c, the device had high system current drain (cd). It was revealed that radio frequency module (rfm) pin adt0 voltage was collapsed. After severing the adt0 trace, the high system cd decreased to a nominal level. These findings were consistent with the reported failure being attributed to a conductive anodic filament (caf) (resistive short) in the rfm. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary : performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement.

Event description:
It was reported that there was premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.